Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-32087, related manufacturer reference number: 1627487-2020-32089, related manufacturer reference number: 1627487-2020-32090, related manufacturer reference number: 1627487-2020-32093. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent a system explant. The patient's ipg and one lead were explanted, while the other three leads remained implanted due to issues explanted them (related manufacturer reference number: 1627487-2020-32085).

Manufacturer narrative:
The reported ineffective stimulation was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all the wires were broken and separated. This would have contributed to the patient¿s ineffective stimulation. The root cause of the issue could not be determined.